Event description:
Customer's spouse reports that they found pt lying on the floor, and then spouse received a result of hi (> 500 mg/dl) on their medisense optium blood glucose monitor. Paramedics were called, and when they arrived they received a result of 137 mg/dl on an unknown brand of meter. When customer arrived at the hospital, the hospital received a blood glucose result of 59 mg/dl. Exact treatment administered to normalize glucose levels is uknown.